Event description:
The resident physician was inserting a vascath for dialysis. The guide wire, as it was being removed started to unravel. We were able to remove the entire line as confirmed by x-ray. We are making arrangements for the device to be returned to the MFR for inspection.